Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI (di): (B)(4).

Event description:
It was reported the patient was without stimulation. It was also reported the sjm representative was unable to establish communication between the patient's ipg and external devices. The ipg was inoperable. However, the patient stated he had recharged the device. Follow-up information revealed the patient underwent surgical intervention on (B)(6) 2015, where the ipg was explanted and replaced with a different model. Reportedly, the patient has effective stimulation coverage postoperative.